Event description:
A radial locking bar door, of a 37 year old cylindrical steam sterilizer, blew off during an alleged over-pressurization condition of the chamber. The sterilizer was being used in a laboratory setting and was installed within a small room which helped contain the event. Both the sterilizer and the general area was extensively damaged. No one was injured. The incident was reported to getinge castle and representatives met with facility personnel on 2/5/2001 during the initial site visit and investigation. The unit was being retained by the facility. The pressure relief valve(s) was/were not on the unit at the time of the investigation by getinge castle. Verbally, the co was told that the facility maintenance dept had possession of the pressure relief valve(s) for the facility investigation purposes.